Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
A twinfix 3.2 x 14mm cannulated screw was implanted. Once implanted the doctor decided to remove the 14mm screw for a longer length. While trying to remove the screw only the head of the screw would move and the screw would not back out. We used the non cannulated screwdriver trying to remove the screw. However, we did not have any luck. The doctor was able to grab enough of the screw to back it out with a needle driver. Surgeon tired another screw and was unable to remove it as well. This was surgeons' first time using the twinfix system. Surgeon decided to use k-wires for fixation after the problem with removing the screws.